Event description:
End user reported receiving blisters and burns after placing an unwrapped cold pack on lower back/hip area for approx fifteen minutes.

Manufacturer narrative:
End user was treated at dr's office with neosporin and an oral prescription antibiotic. Physician confirmed that the pt had suffered blisters on the affected area, and also indicated that they had not followed the instructions as indicated on the product. Specifically, "direct skin contact should be avoided, and that the compress should be wrapped in a soft cloth prior to administration".